Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, including episodes without meal announcements, and requested an adjustment or reset after communication with a clinical trainer. Symptoms included hypoglycemia with a documented glucose of 69 mg/dl and approximately one hour below the target range, without ketone testing, backup therapy, medical intervention, or hospitalization. Outcomes included transient low glucose without reported injury or long-term impact. Investigation included review of device-reported data and user-reported history, as well as troubleshooting and education provided through customer care with outreach to the clinical trainer. Investigation of this case revealed no device malfunction and no confirmed device component failure; the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.